Manufacturer narrative:
Event date: is date of publication prevalence, correlates, and impact of coronary calcification on adverse events following pci with newer-generation des: findings from a large multi-ethnic registry catheter cardiovascular interventions. Https://doi.org/10.1002/ccd. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via literature. A retrospective analysis was carried out of a large, multi-ethnic cohort of patients undergoing pci with new generation drug eluting stent between 2009 and 2013. About 12445 patients received drug eluting stents. 6 % of the stents deployed were zotarolimus-eluting stents. Clinical outcomes included: death, mi, tvr, dissection, side branch occlusion, perforation and stroke.